Event description:
Boston scientific received information that during the implant procedure after several lead repositioning techniques high out of range pacing impedances were noted. The lead was finally implanted and pacing impedance measurements dropped below 2000 ohms but still remained high in the bipolar configuration. A new lead was implanted with normal pacing impedances in the unipolar configuration. This left ventricular lead will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon return and analysis this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.